Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a vent inop condition; exhalation motor error. No patient harm reported.

Manufacturer narrative:
The customer biomed was unable to duplicate the reported problem. The device was not returned for investigation. The customer was unable to duplicate the reported problem. The device has been placed back into clinical use without reoccurrence of the reported problem. Patient information was requested, but is not available.